Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a gradual decline in auditory benefit from the device beginning in 2017. There was no trauma reported. The device is still implanted and the user was implanted with a bone conduction implant on the contralateral ear.

Manufacturer narrative:
Based on the received information, the reported symptoms are very likely due to a migration of the fmt from its original position due to unknown reasons. In situ testing showed reportedly a fully functional device. No revision surgery was carried out to reposition the fmt but the recipient received a bone conduction implant on the contralateral side. This is a final report.

Event description:
The user reported a gradual decline in audiological benefit from the device beginning in 2017. There was no trauma reported. The device is still implanted and the user was implanted with a bone conduction implant on the contralateral ear.